Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that that device failure internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the pressure transducer boards and the expiratory channel board have been checked and replaced to resolved the issue. The issue was decided to be reported based on available information (no logs or no information about faulty part) as a defective pressure transducer printed circuit board may lead to high pressure and defective expiratory channel printed circuit board may lead to stop of ventilation or high pressure. The device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).